Event description:
As reported by assistant dir of nsg, (B)(6) via e-mail. The pt, i.v. (B)(4) sustained complication of carotid stenting. Chart reflects complication as: (l ica stenting) stent sheath fractured during deployment. Emboshield distal protection device could not be removed post procedure and removed in operating room; in operating room: removal of hardware, l carotid angiogram. Pt had infarcted l mca, l distal ica, currently in ccu, dnr signed by family on (B)(6) 2010. Organ donation contacted.